Event description:
The report indicated impedance measures were greater than 8609, and the patient complained of intermittent weakness. Battery voltage was noted to be 2.69v. Additional information was obtained and noted the patient was seen in the clinic and elective replacement indicated was noted. The device was excised and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.